Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, there are traces of water intrusion inside the scope. It is likely that water intrusion into the scope and destruction due to humidity temporarily led to the occurrence of the event. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time olympus has received the device back for evaluation however, the investigation is still in progress. Once testing and evaluation is completed, a follow up report will be submitted.

Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope experienced image black out while operating the scope at full angle. The reported issue occurred during an upper diagnostic endoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: an oral insertion ((model number gif-xp170n, serial number (B)(4)) was used during the upper endoscopic diagnostic procedure with no sedation. The procedure was delayed by 10 to 20 minutes due to the product issue however, there were no further reports of patient effect.